Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, missing reservoir tube o-ring, cracked case at display window corners, stained address/serial number label and stained end cap sticker. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 147mg/dl troubleshooting was performed for damage and noticed there was a broken piece at the top of the reservoir compartment. Advised to discontinue use of the insulin pump and revert to a back-up plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.